Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v892721, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported stimulation going down the leg and cramping, as well as no symptom efficacy since being implanted on friday. She spoke with the manufacturer representative (rep), (B)(6), on friday night. Pt was on program 1 at 2.5v. They changed to program 2, but the patient still felt it in her legs and it was too strong. Pt decided she wanted to turn it off until she could speak with her physician, who she was going to call. Additional information received from the healthcare provider (hcp) reported that the cause of the event was unknown. On (B)(6) 2012 reprogramming occurred. Only one of the programs did not cause leg stimulation. Unfortunately, that program gave buttock stimulation and no therapeutic effect. Revision was planned for (B)(6) 2013. No hospitalization. No injury. Patient has very abnormal sacral anatomy. Additional information received from the patient on (B)(6) 2015 reported that the device was taken out about a year prior to the call because it had never worked for her and she didn't have a physician to help her with it. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.